Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4) event occurred in colombia. It was reported that patient faced issue with the infusion set on (B)(6) 2026. The adhesive patch was not sticking at the insertion site (abdomen). No further information available.